Event description:
My surgeon just revealed a portion of my medical record to avoid my discovery in the lasik medical device proceeding. Regardless of two warnings that were just discovered that indicated in two separate tests his staff took the pre-op day. With exclamations indicating warnings based on my pupil size, that exceeded the medical device optical zone wavelight 400 eye q. Bypassing all warnings indicated 6.5 limitations that is stated for a safe optical zone lasered, he instead programmed for my optical zone at 6:00 mm on each eye with my pupil measurement at 9.0 mm and 8.6 mm together. With the medical device allowing the high volume profits that selling the "medicasurgeriesmy corbeing 6,5," however my surgeon programmed 6.0mm to my 9.00 mm pupil in one eye and 8.6 in the other eye. The wavelight device pre op measuring indicated warnings that had exclamations for the staff to clearly know serious injury and harm. My cornea maps also measured too thin and irregular. My surgeon used this device to profit, it was a literal planned as result using a device that was pro. How could I have known such a partnership in the surgeon and the medical device would continue in the restasis ans xidra drops paying over 1000 a month in more damages, I pay into this scheme. The medical device make money on me. I belong to thousands who have suffered in this business, my surgeon is one who presented his clinical trials having been honest, the original few that controls the industry, presenting the clinical trials with summit technology presenting his part of the clinical trials that was thought to be in good faith. Like his bait and switch over competition that has to fold was presented in the same manner he presented this surgery and gives his lifetime see clearly guarantee in the presentation. Concealed to this day my medical records data to address my cataracts damaged retinas, deformity in the eye misalignment from the right corneal flap complication and sever horizontal scar across the center of my optical zone, intense photosensitivity having to keep in the dark from the list of swelling from the edema that his staff mentioned was normal. I have sustained post lasik ectasia. It was not reported as mandated, reoccurring infections from the corneas cut severe deep -6.25 and 7.00 on thin irregular corneas maps indicated prior to the staff stating I am a great candidate.